Manufacturer narrative:
(B)(4). (B)(6). The 510(k): this product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for this product is k020332. Method: the complaint breathing circuits were not received by fisher & paykel healthcare (B)(4) for evaluation. An investigation was carried out based on information provided by the customer. Results: the customer reported that water leaked from the swivel y-piece of four rt125 breathing circuits. Conclusion: without the return of the complaint breathing circuits for evaluation, we are unable to confirm or determine the root cause of the reported leaks. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The rt125 breathing circuit user instructions include the following statements: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. Fisher & paykel healthcare has received one other complaint of this nature for rt125 breathing circuits (quantity: 4) with lot number 100727. The complaint was received from the same hospital in (B)(6).

Manufacturer narrative:
(B)(4). (B)(6). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for this product is k020332. The complaint breathing circuits are currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the complaint devices and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that water leaked from the swivel wye piece of four rt125 breathing circuits. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The rt125 infant bias flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for this product is (B)(4). Method: one of the four complaint breathing circuits was returned to fisher & paykel healthcare in (B)(4) for inspection. It was pressure tested and immersed in a waterbath to check for leaks. Results: the pressure test result was outside the required specification. Immersion in a waterbath showed the location of the leak to be in the swivel y-piece. A check revealed (B)(4) other complaints of this nature for lot number 100727. Conclusion: swivel leaks in the breathing circuits are usually caused by an insufficient seal between the two parts of the swivel y-piece that are held together by a snap-fit. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production. The user instructions that accompanied the device state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." Our monitoring and trending of complaints involving swivel leaks in infant breathing circuits has a rate of occurrence of (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that water leaked from the swivel wye piece of four rt125 breathing circuits. No patient consequences were reported.

Event description:
A hospital in (B)(6) reported via a distributor that water leaked from the swivel wye piece of four rt125 breathing circuits. No patient consequences were reported.